Manufacturer narrative:
UDI (B)(4); device data from the troubleshooting session was submitted to technical services for review. Secondary still appeared to be the best vector; it has been stable since implant and had the best r-wave amplitudes and lowest t-wave elevation. It was noted the alternate vector still could be tested. The r-wave amplitudes were lower, but it was unknown how the t-wave elevation was during noise. However, no further testing was planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. A review of the episode showed noise that was oversensed, as well as t-wave oversensing and small amplitude r-waves. There were also untreated episodes showing the same oversensing pattern. The patient was kneeling and moving their arms at the time of the shock. During troubleshooting, all vectors were reviewed and found to have smaller r-wave amplitudes. The device had been programmed to the secondary vector with a gain of 1x. Automatic set-up was run and again the device chose the secondary vector, with a gain of 2x. The patient reproduced the movements they were doing at the time of the shock and noise was observed, but was marked properly by the device as noise. The physician determined the device would remain in the secondary vector and the patient would avoid those movements that caused noise. The patient will continue with normal follow-ups. No adverse patient effects were reported.